Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "no image" was confirmed and the cause assigned to failure of a printed circuit board (dp board). No additional problems were identified and all other functions were verified to meet olympus standards. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During an in-service demonstration of the olympus, model cv-190, evis exera iii video system center, performed by an olympus representative, the device panel buttons were not functioning and no image was obtained. As the problem occurred during an in-service, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dp board (printed circuit board) could not be identified. Olympus will continue to monitor field performance for this device.